Manufacturer narrative:
Batch review performed on 08.july.2019: lot 1853453: (B)(4) items manufactured and released on 16-nov-2018. No anomalies found related to the problem. To date, no other similar events have been reported. Visual inspection performed by medacta spine r&d project manager: based on the event description, it is not clear whether the drill seized up in the drill guide before breaking off in the patient. Mostly, brakeage of small drill-bit is due to a lateral displacement while the tip of the drill-bit is still in the bone. In this circumstances, the lateral displacement generates a shear forces that stress the smallest critical section. Visual inspection confirmed that the failure occurs in the minimal small cross section of the tip. Preliminary investigation and visual inspection were performed on the (B)(6) 2019.

Event description:
Short drill bit broke inside the patient, top of drill bit was in the patient's t1 bone. It had to be removed with surgical pliers. The surgery was completed successfully.